Manufacturer narrative:
The customer reported to have replaced the breath delivery unit (bdu), central processing unit (cpu), printed circuit board (pcb). The covidien customer support engineer (cse) was only authorized to upload the software. The ventilator passed all testing. (B)(4).

Event description:
A report received from the USA stated that an 840 ventilator had a loss of breach delivery unit (bdu) communication error. There was no reported patient involvement.